Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that the treatment clock shows running, but it is not changing. The treatment had been running for 45 minutes when they noticed the issue. The ultrafiltration (uf) time and rtd are both set to two hours and not counting down. The uf removed continues to increase. The machine was programed to a uf goal of 1250 ml/min and the uf rate is 300 ml/min. This was reported to have started the treatment clock and the uf rate increased. Additional information was requested, however to date not provided.